Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent deployment issue occurred. The target lesion was located in the left main coronary artery (lm). A 3.50x24mm promus element¿ plus drug eluting stent was selected for use and advanced to treat the lesion. However, the stent was not fully expanded post deployment. The physician noted that the diameter of the distal stent was smaller than the proximal stent post dilatation. Elastic stent recoil has occurred. No patient complications were reported and the patient's status was stable.